Event description:
Procedure: nephrectomy. According to the report: during use, the distal tip of the autosonix ultrashear broke off (the tip which moves back and forth). At the time of occurrence, the surgeon stated that he had his free hand in a hand port. The surgeon did state that he may have touched/struck a titanium staple during use. There was no tissue damage, blood loss or pt injury reported. In addition, there was no conversion in procedure or extension in operating room time.

Manufacturer narrative:
(B) (4). (B) (4).